Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, dexcom was notified via email by insulet corporation regarding a patient who experienced inaccurate continuous glucose monitor (cgm) readings. The issue reportedly began two days after the sensor was inserted in the patient¿s arm. According to the report, on (B)(6) 2025, while the patient was in a rehabilitation facility, the estimated glucose value (egv) was recorded at 57 mg/dl. No confirmatory blood glucose (bg) measurement was performed at that time. In response, facility staff administered carbohydrates. Subsequently, the patient¿s bg was measured at 610 mg/dl, while the egv remained low at 49 mg/dl. The patient was then transported to the emergency department (ed), where the bg was found to be 1000 mg/dl, and the egv continued to read below 100 mg/dl. The patient received unspecified intravenous fluids, antibiotics, and insulin. The patient was hospitalized for four days and discharged in stable condition. At the time of the report, the patient was reported to be doing well. No additional medical evaluation or follow-up intervention was documented. Of note, the patient uses insulet omnipod5 in modified closed loop. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator while the patient was in the rehabilitation facility. The reported glucose values fall within the d zone of the parkes error grid when treated with carbohydrates and checked in ed. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.